Event description:
It was reported that a malfunction alarm with code "malf 12" occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue arises again.